Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that pump has a missing retainer ring and the reservoir was not able to lock in place. Troubleshooting was performed and customer confirmed the damage to the pump's retainer ring. No harm requiring medical intervention was reported. Customer will discontinue use of the device. The product will be returned for failure analysis.